Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding (general") in a 29-year-old female patient who had essure (batch no. B66024) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), mood swings ("hormonal changes describe: mood swings"), allergy to metals ("allergic orhypersensitivity reaction type: nickel allergy"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("psychological orpsychiatric problems condition: anxiety"), depression ("depression"), pruritus ("rashes or skin conditions type: constant itching"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight increased ("weight gain"), abdominal distension ("abdominal swelling"), back pain ("lower back pain"), arthralgia ("sharp hip pain") and genital pain ("pain inside (woman parts)"). The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, mood swings, allergy to metals, female sexual dysfunction, anxiety, depression, pruritus, migraine, headache, nausea, dysmenorrhoea, dyspareunia, fatigue, abdominal distension, back pain, arthralgia and genital pain had resolved. The reporter considered abdominal distension, allergy to metals, anxiety, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, genital pain, headache, migraine, mood swings, nausea, pelvic pain, pruritus and weight increased to be related to essure. The reporter commented: she had need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 52.9 kg/sqm. Ultrasound scan vagina - on an unknown date: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 18-jun-2018: pfs and medical record received: loty number, reporter information, patient details, other relevant history, lab data, product information and event information: abnormal bleeding (general), hormonal changes describe: mood swings, allergic or hypersensitivity reaction type: nickel allergy, apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: anxiety, depression, rashes or skin conditions type: constant itching, migraines, headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, weight gain, abdominal swelling, lower back pain, sharp hip pain, pain inside (woman parts). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding (general") in a 29-year-old female patient who had essure (batch no. B66024) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced anxiety ("psychological orpsychiatric problems condition: anxiety") and depression ("depression"). In (B)(6) 2015, the patient experienced mood swings ("hormonal changes describe: mood swings"), allergy to metals ("allergic orhypersensitivity reaction type: nickel allergy"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), pruritus ("rashes or skin conditions type: constant itching"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), weight increased ("weight gain") and abdominal distension ("abdominal swelling"). In (B)(6) 2015, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), back pain ("lower back pain"), arthralgia ("sharp hip pain") and genital pain ("pain inside (woman parts)"). The patient was treated with medroxyprogesterone (depo provera) and surgery (abdominal hysterectomy laparoscopic salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, mood swings, allergy to metals, female sexual dysfunction, anxiety, depression, pruritus, migraine, headache, nausea, dysmenorrhoea, dyspareunia, fatigue, abdominal distension, back pain, arthralgia and genital pain had resolved and the menorrhagia and vaginal haemorrhage outcome was unknown. The reporter considered abdominal distension, allergy to metals, anxiety, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, genital pain, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, pruritus, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had need for additional surgery diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 52.9 kg/sqm. Ultrasound scan vagina - on (B)(6) 2014: total bilateral occlusion quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-nov-2018: pfs received- new event abnormal bleeding (vaginal), abnormal bleeding (menorrhagia) were added. Treatment medication were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('abnormal bleeding (general)') and diabetes mellitus ('I was becoming diabetic') in a 29-year-old female patient who had essure (batch no. B66024) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity. Concomitant products included hyaluronic acid (biovisc ortho) for birth control. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("depression") and abdominal pain ("abdominal pain"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced mood swings ("hormonal changes describe: mood swings"), allergy to metals ("allergic or hypersensitivity reaction type: nickel allergy"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), pruritus ("rashes or skin conditions type: constant itching,feet itch"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal distension ("abdominal swelling") and was found to have the first episode of weight increased ("weight gain"). In (B)(6) 2015, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), back pain ("lower back pain"), arthralgia ("sharp hip pain, hip problem"), genital pain ("pain inside (woman parts)"), diabetes mellitus (seriousness criterion medically significant), pain in extremity ("tone of pain in my feet , I was able to walk without tremendous pain, my feet hurt so bad, pain in my left hand"), feeling abnormal ("I¿m already feeling the terrible effects, brain fog, at this point I feel like my health is going down the toilet "), pain of skin ("skin issue/sore "), anger ("anger"), mood altered ("moodiness"), panic disorder ("I panicked"), nervousness ("I¿m getting really nervous and"), agitation ("excited"), ear infection ("ear infection"), dizziness ("dizziness") and memory impairment ("forgetfulness") and was found to have the second episode of weight increased ("I¿ve gained so much weight"). The patient was treated with medroxyprogesterone acetate (depo provera) and surgery (abdominal hysterectomy laparoscopic salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, mood swings, allergy to metals, female sexual dysfunction, anxiety, depression, pruritus, migraine, headache, nausea, dysmenorrhoea, dyspareunia, fatigue, abdominal distension, back pain, arthralgia and genital pain had resolved and the menorrhagia, vaginal haemorrhage, diabetes mellitus, pain in extremity, the last episode of weight increased, feeling abnormal, pain of skin, anger, mood altered, panic disorder, nervousness, agitation, ear infection, dizziness, memory impairment and abdominal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, agitation, allergy to metals, anger, anxiety, arthralgia, back pain, depression, diabetes mellitus, dizziness, dysmenorrhoea, dyspareunia, ear infection, fatigue, feeling abnormal, female sexual dysfunction, genital haemorrhage, genital pain, headache, memory impairment, menorrhagia, migraine, mood altered, mood swings, nausea, nervousness, pain in extremity, pain of skin, panic disorder, pelvic pain, pruritus, vaginal haemorrhage, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: she had need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 52.9 kg/sqm. Ultrasound scan vagina - on (B)(6) 2014: results: total bilateral occlusion. Concerning the injuries reported in this case, the following I was becoming diabetic , tone of pain in my feet, I was able to walk without tremendous pain, my feet hurt so bad , pain in my left hand, I¿ve gained so much weight, I¿m already feeling the terrible effects, brain fog, at this point I feel like my health is going down the toilet ,skin issue/sore, anger, moodiness, I panicked, I¿m getting really nervous and excited, ear infection, dizziness, forgetfulness ones were reported via social media: quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2019: plaintiff fact sheet and social media received, new reporter, event onset date, events: I was becoming diabetic, tone of pain in my feet, I was able to walk without tremendous pain, my feet hurt so bad, pain in my left hand, I¿ve gained so much weight, I¿m already feeling the terrible effects, brain fog, at this point I feel like my health is going down the toilet, skin issue/sore, anger, moodiness, I panicked, I¿m getting really nervous and excited, ear infection, dizziness, forgetfulness, abdominal pain were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding (general") in a 29-year-old female patient who had essure (batch no. B66024) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity. On (B)(6)2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), mood swings ("hormonal changes describe: mood swings"), allergy to metals ("allergic orhypersensitivity reaction type: nickel allergy"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("psychological orpsychiatric problems condition: anxiety"), depression ("depression"), pruritus ("rashes or skin conditions type: constant itching"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight increased ("weight gain"), abdominal distension ("abdominal swelling"), back pain ("lower back pain"), arthralgia ("sharp hip pain") and genital pain ("pain inside (woman parts)"). The patient was treated with surgery (to remove the essure implant). Essure was removed in october 2015. At the time of the report, the pelvic pain, genital haemorrhage, mood swings, allergy to metals, female sexual dysfunction, anxiety, depression, pruritus, migraine, headache, nausea, dysmenorrhoea, dyspareunia, fatigue, abdominal distension, back pain, arthralgia and genital pain had resolved. The reporter considered abdominal distension, allergy to metals, anxiety, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, genital pain, headache, migraine, mood swings, nausea, pelvic pain, pruritus and weight increased to be related to essure. The reporter commented: she had need for additional surgery diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 52.9 kg/sqm. Ultrasound scan vagina - on an unknown date: total bilateral occlusion quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 20-aug-2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: she had need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.